Event description:
Pump malfunction error 3. Sending replacement pump and return box. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: 375 microl/hr. Frequency: continuous. Route: IV. Dates of use: from first ship (B)(6) 2015 to continuing.